Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open head and neck procedure, the device did not close. The two halves would not join and lock into place as usual at the hinge pin. They opened a new device to complete the case. There was no patient injury.